Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained the error message, "replace sensor," while using the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer had experienced symptoms of hyperglycemia described as disorientation and dry skin and was unable to treat themselves. Hcp contact was made, and the customer was provided an injection of insulin (dosage unknonw) for the treatment of dka. No further information was provided. There was no report of death or permanent injury.